Event description:
My wife was diagnosed with als in (B)(6) 2008. She had leg-onset als and by spring 2010, she was using a power wheelchair. However, she still had good arm strength and breathing and was working full time as a college professor of education at the time of her death. She was a regular pt at the (B)(6) hospital neuromuscular clinic in (B)(6). In (B)(6) she got a low frs score at the clinic and on (B)(6) 2010, the clinic prescribed a resmed vpap iii st machine to help her sleep. (B)(6) healthcare delivered the machine on (B)(6). She adjusted to the machine well and was able to use it for sleeping with little difficulty. A few days before she died, she said breathing was making her tired and we decided we would discuss the vpap settings with the tech from (B)(6) on the next visit. On (B)(6), my wife said that she would like to use the machine before bed time, and I moved the vpap into the kitchen at about 6:30 pm. She breathed using the vpap mask, but was not in distress and even was able to stop using the machine for twenty minutes to speak on the phone. After the call, she got uncomfortable and short of breath and we called 911. When the ambulance arrived, the paramedic measured her blood oxygen and got an oxygen mask and put it on my wife. However, my wife did poorly breathing the oxygen, because she did not have the vpap to help her breathe. The paramedic and I decided that she had been doing better with the vpap and put that mask back on her. The paramedic and I then spent a couple minutes trying to figure out how to add oxygen from the cylinder into the vpap airflow. The tubing from the emt's oxygen cylinder did not match any of the fitting on the vpap. Eventually he rigged a thing oxygen tube under the vpap mask seal and into her nose. I think this made the mask leak, but it was the best we could do. We put the vpap machine into the ambulance along with my wife and she was breathing with it when the ambulance left. Unfortunately, she stopped breathing and her heart stopped beating a few minutes into the trip to the hospital. The ambulance team and then the hospital emergency room staff tried to revive her with no success. I had called 911 at 7:57pm and my wife was pronounced dead in the hospital emergency room at 9:00 pm. I am concerned about several issues: the machine which was prescribed had no provision for delivering oxygen and the als patients will need to use the machine to breath. So it seems to me that once an als pt starts using a vpap machine, she is at great risk in an emergency situation unless the machine has a way to introduce oxygen into the pressurized airflow. The user manual for the machine makes no mention of how to add oxygen to the machine's airflow in an emergency. It seems to me that this contingency should be covered in the documentation . I called resmed to talk about this incident and their rep told me that they do not make any recommendations to clinicians about what kind of machine would best match the needs of als patients. An als pt is in quite a different situation than a pt with sleep apnea. A very high percentage of als patients end up needing a machine like the vpap. Why aren't clinicians given advice about what to prescribe i.e. A machine which allows adding oxygen? The choice of mask seems to make a big difference in how easy it is to add oxygen without breaking the seal of the mask. I was told that full-face masks have ports which allow adding oxygen without breaking the mask seal. However, the (B)(6) technicians treated the choice of mask as only a matter of pt comfort and did not mention any other considerations.